Event description:
Device malfunction: difficulty turning thumb knob to deploy stent. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during an interventional left superficial femoral artery procedure, using a crossover approach, the xceed stent was being deployed at the intended site when the deployment thumb knob froze and would not turn. Force was applied to continue rotating the thumb knob until the stent deployment was completed. Reportedly, the target lesion was described as calcified. There were no adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot produced no findings relevant to this investigation.